Manufacturer narrative:
H6 ime e2402: gas collection, sinus, induration medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During review of medical records received from the patient's attorney, it was identified that after the product was used for therapeutic treatment of a incisional hernia the patient experienced hernia recurrence, seroma, fluid & gas collection, inflammation, fibrous adhesions, staph aureus, infection, abscess, infected wound, virtually no abdominal wall above umbilicus, unable to sleep due to pain, ulceration, scarring, swelling, lump, wound red & tender, leaking wound, fluctuant collection under skin, pus, infected sinuswith pus & blood discharge, induration, distress, cellulitis, edema, boil-like lesion burst leaking thick yellow fluid followed by bloodstained serous fluid, fistulation of abdominal wall collection, raised fluctuant lesion along wound, distended abdomen, discomfort, abdominal pain, blood draining from sinus/fistula sites, bruising, cysts, & abdominal discomfort. Post-operative patient treatment included hernia repair with mesh, multiple seroma drainage procedures, CT scan, exploration and drainage of wound, multiple rounds of antibiotics, multiple hospitalizations, mesh removal, abscess cavity drained, suture removal, wound care, wound exploration & closure, emergency laparotomy, small bowel resection with primary anastomosis, pain medication, aspiration of blood, & drainage of pus and infection.